Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure mode could be occluded drainage eye (reduced flow rate). The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the latex foley catheter product ifus were found to be adequate based on past reviews. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the foley catheter was not drained and patient experienced urinary tract infection. Follow-up received via phone on 13july2021, it was advised that only additional information was available indicating that 7 patients who were septic were transferred to higher levels of care within the hospital, but the others with catheter-associated urinary tract infections (cauti) were treated with antibiotics. The customer stated they had to change their entire process because the leg bags caused so many issues and were being changed frequently due to the infections.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the foley catheter was not drained and patient experienced urinary tract infection. Follow-up received via phone on 13july2021, it was advised that only additional information was available indicating that 7 patients who were septic were transferred to higher levels of care within the hospital, but the others with catheter-associated urinary tract infections (cauti) were treated with antibiotics. The customer stated they had to change their entire process because the leg bags caused so many issues and were being changed frequently due to the infections.